Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery (ata). After a guidewire was advanced to cross the lesion, a 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex&#10848;balloon catheter was selected for use and advanced to predilate the lesion. However, upon the second inflation, the balloon ruptured at 15 atmospheres. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.